Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), systemic lupus erythematosus ("lupus relapse / several lupus relapses"), the first episode of genital haemorrhage ("hemorrhages / bleeding with clots"), the second episode of genital haemorrhage ("hemorrhage"), malignant melanoma ("nevus malieno melanoma"), the third episode of genital haemorrhage ("bleeding as menstrual bleeding with clots"), uterine haemorrhage ("abnormal uterine bleeding with uterus and endometrium without pathology"), the fourth episode of genital haemorrhage ("abundant bleeding"), abdominal pain ("abdominal pain since 4 days"), pyrexia ("fever"), dysuria ("dysuria (micturition syndrome)"), c-reactive protein increased ("c-reactive protein 22.9 mg/l") and pelvic fluid collection ("small liquid collections after laparoscopic hysterectomy") in a 36-year-old female patient who had essure (batch no. 645013) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included systemic lupus erythematosus, dark color vomiting, penicillin allergy, antiphospholipid syndrome, abortion (two), pregnancy, purpura, vaginitis, lumbar pain, dermatitis, loss of memory, anxiety, tiredness, strength loss of, nervousness, sleeplessness, cephalgia, abdominal pain, numbness of limbs, unable to walk, lost weight and constitutional syndrome. Previously administered products included for an unreported indication: meliane. Concomitant products included azathioprine (imurel), omeprazole and prednisone. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 14 days after insertion of essure, the patient experienced vaginal discharge ("abundant discharge and leucorrhea"). On (B)(6) 2010, the patient experienced the first episode of headache ("cephalea"). On (B)(6) 2010, the patient experienced the first episode of vaginal haemorrhage ("slight spotting") and the first episode of dysmenorrhoea ("slight dysmenorrhea"). On (B)(6) -2010, the patient experienced ear pain ("ear pain") and rhinorrhoea ("runny nose without fever"). On (B)(6) 2010, the patient experienced the first episode of dizziness ("dizziness"). On (B)(6) 2011, the patient experienced the second episode of dizziness ("dizziness"), anger ("anger") and sinusitis ("probable left maxillary sinusitis"). On (B)(6) 2011, the patient experienced cough ("cough without expectoration"). On (B)(6) 2011, the patient experienced catarrh ("catarrhal syndrome"). In 2011, the patient experienced upper respiratory tract infection ("respiratory infections of the upper via / was diagnosed with respiratory infection"), systemic lupus erythematosus (seriousness criterion medically significant) with arthralgia, skin injury, arthritis, pain in extremity, inflammation, anaemia and leukopenia, the first episode of urinary tract infection ("urinary infections"), the first episode of abdominal pain upper ("stomachache"), the first episode of back pain ("back pain"), anxiety ("anxiety"), the first episode of genital haemorrhage (seriousness criterion medically significant) and abdominal distension ("abdominal swelling"). On (B)(6) 2011, the patient experienced tenosynovitis ("tenosynovitis"). On (B)(6) 2012, the patient experienced the first episode of metrorrhagia ("intermenstrual bleeding / bleedings / intermenstrual bleeding since 3 months, bleedings more abundant than the menstrual bleeding"), coital bleeding ("bleeding after sexual intercourse") and malaise ("unspecified malaises"). On (B)(6) 2012, the patient experienced the second episode of dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2012, the patient experienced the second episode of back pain ("lumbar pain"). On (B)(6) 2012, the patient experienced the second episode of genital haemorrhage (seriousness criterion medically significant) and the second episode of metrorrhagia ("metrorragia"). On (B)(6) 2012, the patient experienced menstrual disorder ("menstrual disorders"). On (B)(6) 2012, the patient experienced the second episode of urinary tract infection ("urinary infection") with dysuria. On (B)(6) 2013, the patient experienced malignant melanoma (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced the third episode of metrorrhagia ("intermenstrual bleeding since december"). On 18-jan-2015, the patient experienced the third episode of back pain ("pain in the lumbar site since 5 days"). On (B)(6) 2015, the patient experienced the third episode of genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("pain in the hypogastrium"). On (B)(6) 2015, the patient experienced the third episode of dysmenorrhoea ("dysmenorrhea") and uterine haemorrhage (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced iron deficiency anaemia ("iron deficiency anemia"), menorrhagia ("hypermenorrhea") and cystitis ("cystitis"). On (B)(6) 2015, the patient experienced the fourth episode of genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced the third episode of urinary tract infection ("urinary infection"). On (B)(6) 2015, the patient experienced rash ("generalized exanthema and pruritus in the right pectoral region"). On (B)(6) 2015, the patient experienced procedural pain ("slight pain"). On (B)(6) 2015, the patient experienced abdominal pain (seriousness criterion hospitalization), pyrexia (seriousness criterion hospitalization) and dysuria (seriousness criterion hospitalization). In (B)(6) 2015, the patient experienced renal pain ("had had pain in the left kidney side"), the second episode of abdominal pain upper ("stomachache / sometimes presented pain as punctures"), the second episode of headache ("headache") and the second episode of vaginal haemorrhage ("slight vaginal bleeding"). On (B)(6) 2015, the patient experienced c-reactive protein increased (seriousness criterion hospitalization) and pelvic fluid collection (seriousness criterion hospitalization). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced depression ("depression"). The patient was hospitalized on (B)(6) 2015. The patient was treated with azithromycin, acetylcysteine, calcium, norethisterone acetate (primolut-nor), ibuprofen, dexchlorpheniramine maleate (polaramine), clindamycin, gentamicin (gentamycin) and surgery (total hysterectomy and double laparoscopic salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal discharge, ear pain, rhinorrhoea, the last episode of dizziness, anger, sinusitis, upper respiratory tract infection, catarrh, systemic lupus erythematosus, tenosynovitis, anxiety, abdominal distension, cough, coital bleeding, malaise, menstrual disorder, malignant melanoma, the last episode of metrorrhagia, the last episode of back pain, abdominal pain lower, the last episode of dysmenorrhoea, uterine haemorrhage, iron deficiency anaemia, menorrhagia, cystitis, the last episode of genital haemorrhage, the last episode of urinary tract infection, rash, depression, procedural pain, abdominal pain, pyrexia, dysuria, c-reactive protein increased, pelvic fluid collection, renal pain, the last episode of abdominal pain upper, the last episode of headache and the last episode of vaginal haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anger, anxiety, c-reactive protein increased, catarrh, coital bleeding, cough, cystitis, depression, dysuria, ear pain, iron deficiency anaemia, malaise, malignant melanoma, menorrhagia, menstrual disorder, pelvic fluid collection, pelvic pain, procedural pain, pyrexia, rash, renal pain, rhinorrhoea, sinusitis, systemic lupus erythematosus, tenosynovitis, upper respiratory tract infection, uterine haemorrhage, vaginal discharge, the first episode of abdominal pain upper, the first episode of back pain, the first episode of dizziness, the first episode of dysmenorrhoea, the first episode of genital haemorrhage, the first episode of headache, the first episode of metrorrhagia, the first episode of urinary tract infection, the first episode of vaginal haemorrhage, the second episode of abdominal pain upper, the second episode of back pain, the second episode of dizziness, the second episode of dysmenorrhoea, the second episode of genital haemorrhage, the second episode of headache, the second episode of metrorrhagia, the second episode of urinary tract infection, the second episode of vaginal haemorrhage, the third episode of back pain, the third episode of dysmenorrhoea, the third episode of genital haemorrhage, the third episode of metrorrhagia, the third episode of urinary tract infection and the fourth episode of genital haemorrhage to be related to essure. The reporter commented: in patient's narrative it is stated that the insertion date of essure was on (B)(6) 2009. On (B)(6) 2009 she was presented to urgencies. She was admitted and discharged on the same date. It was also reported that she was taking the concomitant medications: hydroxichlorochinolin and dulquine. In 2015 she received sibilla as treatment medication. In (B)(6) 2015 she referred the bleedings were irregular and have caused her anemia; however, the analytical results were normal. The removal procedure in (B)(6) 2015 was performed without incidences. She commented that since the product insertion she presented events related to the product, and commented she was not informed correctly about the product. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2010: essure normo inserted; on (B)(6) 2015: both essure devices were well located. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), systemic lupus erythematosus ("lupus relapse / several lupus relapses"), the first episode of genital haemorrhage ("hemorrhages / bleeding with clots"), the second episode of genital haemorrhage ("hemorrhage"), malignant melanoma ("nevus malieno melanoma"), the third episode of genital haemorrhage ("bleeding as menstrual bleeding with clots"), uterine haemorrhage ("abnormal uterine bleeding with uterus and endometrium without pathology"), the fourth episode of genital haemorrhage ("abundant bleeding"), abdominal pain ("abdominal pain since 4 days"), pyrexia ("fever"), dysuria ("dysuria (micturition syndrome)"), c-reactive protein increased ("c-reactive protein 22.9 mg/l") and pelvic fluid collection ("small liquid collections after laparoscopic hysterectomy") in a (B)(6) female patient who had essure (batch no. 645013) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included systemic lupus erythematosus, dark color vomiting, penicillin allergy, antiphospholipid syndrome, abortion (two), pregnancy, purpura, vaginitis, lumbar pain, dermatitis, loss of memory, anxiety, tiredness, strength loss of, nervousness, sleeplessness, cephalgia, abdominal pain, numbness of limbs, unable to walk, lost weight and constitutional syndrome. Previously administered products included for an unreported indication: meliane. Concomitant products included azathioprine (imurel), omeprazole and prednisone. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 14 days after insertion of essure, the patient experienced vaginal discharge ("abundant discharge and leucorrhea"). On (B)(6) 2010, the patient experienced the first episode of headache ("cephalea"). On (B)(6) 2010, the patient experienced the first episode of vaginal haemorrhage ("slight spotting") and the first episode of dysmenorrhoea ("slight dysmenorrhea"). On (B)(6) 2010, the patient experienced ear pain ("ear pain") and rhinorrhoea ("runny nose without fever"). On (B)(6) 2010, the patient experienced the first episode of dizziness ("dizziness"). On (B)(6) 2011, the patient experienced the second episode of dizziness ("dizziness"), anger ("anger") and sinusitis ("probable left maxillary sinusitis"). On (B)(6) 2011, the patient experienced cough ("cough without expectoration"). On (B)(6) 2011, the patient experienced catarrh ("catarrhal syndrome"). In 2011, the patient experienced upper respiratory tract infection ("respiratory infections of the upper via / was diagnosed with respiratory infection"), systemic lupus erythematosus (seriousness criterion medically significant) with arthralgia, skin injury, arthritis, pain in extremity, inflammation, anaemia and leukopenia, the first episode of urinary tract infection ("urinary infections"), the first episode of abdominal pain upper ("stomachache"), the first episode of back pain ("back pain"), anxiety ("anxiety"), the first episode of genital haemorrhage (seriousness criterion medically significant) and abdominal distension ("abdominal swelling"). On (B)(6) 2011, the patient experienced tenosynovitis ("tenosynovitis"). On (B)(6) 2012, the patient experienced the first episode of metrorrhagia ("intermenstrual bleeding / bleedings / intermenstrual bleeding since 3 months, bleedings more abundant than the menstrual bleeding"), coital bleeding ("bleeding after sexual intercourse") and malaise ("unspecified malaises"). On (B)(6) 2012, the patient experienced the second episode of dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2012, the patient experienced the second episode of back pain ("lumbar pain"). On (B)(6) 2012, the patient experienced the second episode of genital haemorrhage (seriousness criterion medically significant) and the second episode of metrorrhagia ("metrorragia"). On (B)(6) 2012, the patient experienced menstrual disorder ("menstrual disorders"). On (B)(6) 2012, the patient experienced the second episode of urinary tract infection ("urinary infection") with dysuria. On (B)(6) 2013, the patient experienced malignant melanoma (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced the third episode of metrorrhagia ("intermenstrual bleeding since (B)(6)"). On (B)(6) 2015, the patient experienced the third episode of back pain ("pain in the lumbar site since 5 days"). On (B)(6) 2015, the patient experienced the third episode of genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("pain in the hypogastrium"). On (B)(6) 2015, the patient experienced the third episode of dysmenorrhoea ("dysmenorrhea") and uterine haemorrhage (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced iron deficiency anaemia ("iron deficiency anemia"), menorrhagia ("hypermenorrhea") and cystitis ("cystitis"). On (B)(6) 2015, the patient experienced the fourth episode of genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced the third episode of urinary tract infection ("urinary infection"). On (B)(6) 2015, the patient experienced rash ("generalized exanthema and pruritus in the right pectoral region"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced depression ("depression"). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the patient experienced procedural pain ("slight pain"). On (B)(6) 2015, the patient experienced abdominal pain (seriousness criterion hospitalization), pyrexia (seriousness criterion hospitalization) and dysuria (seriousness criterion hospitalization). On (B)(6) 2015, the patient experienced c-reactive protein increased (seriousness criterion hospitalization) and pelvic fluid collection (seriousness criterion hospitalization). In (B)(6) 2015, the patient experienced renal pain ("had had pain in the left kidney side"), the second episode of abdominal pain upper ("stomachache / sometimes presented pain as punctures"), the second episode of headache ("headache") and the second episode of vaginal haemorrhage ("slight vaginal bleeding"). The patient was hospitalized on (B)(6) 2015. The patient was treated with azithromycin, acetylcysteine, calcium, norethisterone acetate (primolut-nor), ibuprofen, dexchlorpheniramine maleate (polaramine), clindamycin, gentamicin (gentamycin) and surgery (total hysterectomy and double laparoscopic salpingectomy on (B)(6) 2015). At the time of the report, the pelvic pain, vaginal discharge, ear pain, rhinorrhoea, the last episode of dizziness, anger, sinusitis, upper respiratory tract infection, catarrh, systemic lupus erythematosus, tenosynovitis, anxiety, abdominal distension, cough, coital bleeding, malaise, menstrual disorder, malignant melanoma, the last episode of metrorrhagia, the last episode of back pain, abdominal pain lower, the last episode of dysmenorrhoea, uterine haemorrhage, iron deficiency anaemia, menorrhagia, cystitis, the last episode of genital haemorrhage, the last episode of urinary tract infection, rash, depression, procedural pain, abdominal pain, pyrexia, dysuria, c-reactive protein increased, pelvic fluid collection, renal pain, the last episode of abdominal pain upper, the last episode of headache and the last episode of vaginal haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anger, anxiety, c-reactive protein increased, catarrh, coital bleeding, cough, cystitis, depression, dysuria, ear pain, iron deficiency anaemia, malaise, malignant melanoma, menorrhagia, menstrual disorder, pelvic fluid collection, pelvic pain, procedural pain, pyrexia, rash, renal pain, rhinorrhoea, sinusitis, systemic lupus erythematosus, tenosynovitis, upper respiratory tract infection, uterine haemorrhage, vaginal discharge, the first episode of abdominal pain upper, the first episode of back pain, the first episode of dizziness, the first episode of dysmenorrhoea, the first episode of genital haemorrhage, the first episode of headache, the first episode of metrorrhagia, the first episode of urinary tract infection, the first episode of vaginal haemorrhage, the second episode of abdominal pain upper, the second episode of back pain, the second episode of dizziness, the second episode of dysmenorrhoea, the second episode of genital haemorrhage, the second episode of headache, the second episode of metrorrhagia, the second episode of urinary tract infection, the second episode of vaginal haemorrhage, the third episode of back pain, the third episode of dysmenorrhoea, the third episode of genital haemorrhage, the third episode of metrorrhagia, the third episode of urinary tract infection and the fourth episode of genital haemorrhage to be related to essure. The reporter commented: in patient's narrative it is stated that the insertion date of essure was on (B)(6) 2009. On (B)(6) 2009 she was presented to urgencies. She was admitted and discharged on the same date. It was also reported that she was taking the concomitant medications: hydroxichlorochinolin and dulquine. In 2015 she received sibilla as treatment medication. In (B)(6) 2015 she referred the bleedings were irregular and have caused her anemia; however, the analytical results were normal. The removal procedure in (B)(6) 2015 was performed without incidences. She commented that since the product insertion she presented events related to the product, and commented she was not informed correctly about the product. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2010: essure normo inserted; on (B)(6) 2015: both essure devices were well located. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.